Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system was unable to receive images from electronic picture archiving and communication systems (pacs). Pacs confirmed they have set up their end properly and are sending images. No patient was present at the time of the event.